Manufacturer narrative:
Device material number, lot number, and failure, was not identified; therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material number nor lot number were provided, the device was not returned, and failure was not described. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that during planned removal a screw was found loose.